Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the clinical diabetes educator (cde) received an inaccurate fill estimate. Reportedly, the demonstration pump was loaded with a full cartridge onto the pump, and the pump displayed 0 units were in the cartridge. There was no reported impact as the pump was being used for demonstration purposes only.